Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl and was treated with bolus. Customer also had low blood glucose and was treated with glucose tablets. Customer stated that the infusion sets which had caused high and low blood glucose. Customer was offered to troubleshoot but she doesn't think anything is wrong with the pump.